Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that hardware components were replaced. The system then passed the system checkout and was found to be fully functional. No hardware components were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the electromagnetic emitter is not communicating. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the portable electromagnetic system was replaced .the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9660651. If information is provided in the future, a supplemental report will be issued.